Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53) and unexpectedly after battery failure alarms. Troubleshooting was performed. The customer stated after changing the battery the alarm occurred. The customer was not able to manage to get out of the alarm. When the customer inserts the new batteries, the pump returns to the same screen that says to insert a new battery and can no longer access any other screen. The customer stated that the frozen appeared on the screen. There were no buttons to respond to commands insert battery alarm appears on the pump screen. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, sleep current measurement test, active current measurement test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit tested successfully no alarms noted. No failed battery alarms noted during testing. Unit functioning properly. Pump received with normal operating currents. Unit was successfully downloaded using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using adapt tool it recorded pump error 53 (esf#: esf2610666, file number = 2005 and line number =5632) triggered a total of fourteen times on 03/10/2024 starting at 03:15:30 to 03:18:32. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered by a software issue with the communication to the rf chip. Problem isolated to electron assemblies. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Force sensor zero offset within specification 22.3 mv. The following were noted during visual inspection: stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, scratched case and reservoir tube cracked. In conclusion, pump error 53 alarm was confirmed due to software issue. Problem isolated to electronic assemblies. Unit successfully powered up after battery installation. No failed batt test found during full functional testing. Frozen screen, failed batt test and keypad/button unresponsive/button error were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.